Event description:
It was reported that the patient underwent a hemi hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to instability caused by unknown reasons. The patient was converted from a hemi hip to total hip. During the procedure a juggerknot was used to attach soft tissue. The head was removed and replaced. A cup and liner implanted. It was further reported that patient was revised on (B)(6) 2014 due to instability due to possible malpositioned head. The head was replaced and the soft tissue was reattached with juggerknots. Additional information reported that patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The modular head. Locking ring, and liner were removed and replaced. Subsequently, the patient was revised again on (B)(6) 2015 due to malpositioning of the stem that caused a dislocation. The stem, head, and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2015-00134 & 00135 & 01577 & 01578 & 02106).